Event description:
The customer stated that she tested her blood glucose and received a reading of 86 mg/dl using her breeze2 meter. Paramedics were called and they tested the customer's blood glucose at 33 mg/dl when they arrived. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not provide any additional info about the event. She declined to troubleshoot during the call. No product will be returned.